Event description:
It was reported that during a left internal carotid artery stenting procedure the takeoff into the carotid artery was angulated and the lesion was heavily calcified. The nav6 embolic protection device (epd) was delivered without issue and the lesion was predilated. While attempting to cross the 10/40mm rx acculink stent, the stent and the epd prolapsed into the aorta. The retrieval catheter was advanced to the epd, capturing the epd, then the stent and epd were removed as one unit. A second epd was placed successfully and a 7-10/30mm rx acculink was deployed into the lesion. Post procedure, the patient experienced confusion, aphasia and ataxia which was diagnosed as a watershed infarct. Symptoms resolved on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the embolic protection system (eps) was returned with blood on the entire length and no saline visible, consistent with the reported use. The retrieval catheter (rc), filtration element and barewire were only returned. The filtration element was partially collapsed into the rc. There was no damage noted to the filtration element. There were two bends in the core 7 mm and 1.5 cm proximal to the tip ball. There was no other damage noted to the eps. The outer diameter of the distal tip of the rc was measured with a snap gauge. The outer diameter met manufacturing criteria. The tip was tugged on to confirm that the core was intact. Migration of the filter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, interaction with associated devices and insufficient landing zone for the filter basket. In this case, based on the reported information, the migration of the nav 6 filter is likely due to insufficient support during advancement of the rx acculink device. In this case, additional treatment was done as a result of the migration. All embolic protection devices are 100% visually inspected for damage and a sampling of units is destructively tested to verify product quality. A review of the finished device lot history record (lhr) did not reveal any nonconforming material records (ncmr) for this lot. Additionally, a query of the complaint handling database was performed and did not reveal any ncmrs related to this event. The reported patient effect of cerebrovascular accident (stroke) is listed in the product instructions for use as a known potential adverse effect associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Overall, the reported migration appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.